Manufacturer narrative:
Erroneous results were not reported as a result of this incident. A definitive root cause was not identified. Repairs and adjustments returned the analyzer to expected operation.

Event description:
The customer called to report appearance of excess plasma in the reverse b portion of the a/b/d monoclonal and reverse grouping card when performing testing on provue. During troubleshooting, customer observed the probe leaking. There was no report of pt harm as a result of this event.